Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed horizontal lines across the screen that made the display hard to read while the pump continued to infuse as intended, and the user was advised to revert to backup therapy and a replacement device was arranged. Symptoms included no adverse clinical effects and a reported blood glucose of 156 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and assessment of device function based on user report. Investigation of this case revealed a display visibility malfunction consistent with a screen hardware or display module issue while core pumping functionality remained operational. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the display.